Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received, however, a picture was provided on which a crack on the white extension line is visible. The exact root cause for this incident could not be determined definitively from the provided information. Due to the fact that no sample was provided, a deeper investigation could not be performed. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after inserting the catheter in the patient, a crack in one of the pathways (white) was observed. The catheter remains in the patient, however, using only the brown route. No patient injury was reported.